Event description:
New information states that the patient is doing well, no post procedural problems.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No additional information was available.